Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: female pelvic med reconstr surg. 2012 jan-feb;18(1):41-5. Doi: 10.1097/spv.0b013e31823bdbcf. Pmid: 22453267; pmcid: pmc3712515. Https://pubmed.ncbi.nlm.nih.gov/22453267/.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tvt-secur (hammock) versus tvt-obturator: a randomized trial of suburethral sling operative procedures. The aim of this study is to compare tvt-secur (tvt-s) and tvt obturator (tvt-o) sub urethral slings for treatment of stress urinary incontinence (sui). This was a single-center, nonblinded, randomized trial of women with sui who were randomized to tvt-s (n=42; median age of 52.0 (45.0-62.0) years) or tvt-o (n=44; median age of 50.5(45.5-60.0) years) from may 2007 to april 2009. Reported complications include: tvt-secur (tvt-s; ethicon) mesh exposure or erosion (n=8) treatment: not reported recurrent sui (n=8) treatment: subsequent operations unknown event (n=1) treatment: requiring sling revision positive cough stress test at 12 weeks (n=17) positive cough stress test at 1 year (n=9) treatment: not reported. Tvt obturator (tvt-o; cal) positive cough stress test at 12 weeks (n=1) positive cough stress test at 1 year (n=3) treatment: not reported. In conclusion, the tvt-s seems to have a higher risk of positive post-operative cst result; however, the procedures result in similar improvements in quality of life and symptoms.